Event description:
It was reported that the patient received an inappropriate shock due to noise on the right ventricular lead. Oversensing was also noted. It was also noted that the lead was tightly folded over on itself in the pocket. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.